Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the suture sleeve and the proximal insulation/coil were damaged due to excessive force being used when tying the suture sleeve.

Event description:
It was reported that when performing surgery due to pulse generator malfunction, it was noted that the lead's proximal insulation was damaged/abraded. The lead was removed and replaced.